Event description:
It was reported that the maestro drill with handswitch was running in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during a visit from the representative, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of the device running in safe mode was confirmed. The device had loctite failure on the lever assembly. The device was repaired and returned to the customer.

Event description:
It was reported that the maestro drill with handswitch was running in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during a visit from the representative, there was no patient involvement and no delay to a surgical procedure.